Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she was going to bathroom too much, so she went to healthcare provider(hcp) and they ¿restarted¿ the implantable neurostimulator (ins) on the day of this call. Patient confirmed battery did not depleted. The ins was just turned back on by hcp using a machine because it was turned off. They were planning to replace the battery in three weeks. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.